Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned. The reported stretched guide wire was confirmed. Additionally, the guide wire was separated. Based on the visual inspection of the returned device, there is no indication of a product quality issue with respect to design, manufacture, or labeling. A review of the lot history record revealed no non-conformances. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.

Event description:
It was reported that during unpackaging of the balanced middle weight (bmw) guide wire, the guide wire was noted to be stretched; therefore, the guide wire was not used. There was no reported patient involvement and no reported clinically significant delay in the procedure. A new bmw guide wire was used to successfully complete the procedure. There was no additional information provided. The guide wire was returned with the shaping ribbon separated from the tip ball and the center solder separated from the core.